Event description:
On (B)(6) 2014, the pt was implanted with an scs system including two leads (from the same lot). Five hours following the procedure the pt began to experience a headache. Cerebrospinal fluid leakage was not noted per the sjm rep. The pt was given oral medication, caffeine, and was ordered to lie down. The headache resolved within 24 hours.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.